Event description:
An integra rep reported on behalf of the user facility the following event: the rotating head of the implant disengaged from the stem (implanted into the proximal end of the radius). The implant was removed. Both pieces are available for evaluation. This incident is related to MDR 2028840-2007-00002.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.